Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had an air, water flow issue from the air, water flow system and the water jet, and irrigation was clogged. The issue was found during preparation for use prior to an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. During the evaluation foreign material exiting from the air, water nozzle was found. In addition, other issues found included the distal end plastic cover had dents, the insertion tube had snakiness and deep scratches, light guide tube was buckled, and the scope connector had dented plug unit golden pins. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause could not be specified from the provided information. The event can be prevented by following the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.